Manufacturer narrative:
A complete preventive maintenance was performed on the unit and it was found to be within specifications. We cannot determine cause.

Event description:
Allegedly, the doctor performed an eswl procedure on a patient. Post procedure, it was noted that the patient exhibited blistering on left back flank area. Patient was treated and released the same day and, per the doctor, is doing well. There was no malfunction of the unit reported during procedure.